Event description:
Same case as MDR ID # 2134265-2013-01950, 2134265-2013-01952. It was reported that during a percutaneous coronary intervention the motor drive failed to pullback. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending coronary artery. An atlantis sr pro² intravascular catheter was used to diagnose the lesion. During the procedure, autopullback was functioning well then suddenly stopped. After reboot, a connection error occurred. After rebooting several times, the system and the mdu were able to function without any problem. The procedure was completed with the same device. No patient complication reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).